Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant, the ventricular assist device (vad) pump exhibited an increase in power due to a suspected thrombus. It was also noted that lab results indicated a rise in lactate dehydrogenase (ldh) in the patient's blood samples. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hvad pump (B)(4) was not returned for evaluation. Review of the device's manufacturing documentation confirmed that the device met all requirements for release. The reported "high power" event was confirmed via analysis of log files which revealed a slight increase in power beginning on (B)(6) 2017. No high watts alarms have been logged from (B)(6) 2017 up to (B)(6) 2017. Two low flow alarms have been logged on (B)(6) 2017. There is no evidence to suggest that the device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering an increase in power. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no definitive evidence of a thrombus. The patient's lactate dehydrogenase (ldh) decreased throughout the day.